Event description:
The customer reported that during an angioplasty procedure the rotator broke. No harm or injury was reported. The customer reported that this event occurred three times over the past two months. However, the customer did not provide any further info or clinical details for the add'l events. Therefore this single form FDA 3500a will be submitted for this complaint.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the eval has been completed. Eval, method: device history record was reviewed. Conclusions: a follow-up report will be submitted when the eval has been completed.